Manufacturer narrative:
The device has been requested for evaluation; however, has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) which states: "surgeon complains about blade sharpness. He visibly needed higher pressure to insert in to the sclera. No pt impact."